Event description:
It was reported that during a biliary stenting procedure, the inner sheath of the flexima biliary stent detached. The lesion was located in the common bile duct. The physician attempted to retract the inner sheath and release the stent, but felt resistance. The physician continued to retract and the inner sheath stretched and detached. The detached portion of the sheath was successfully removed with the delivery system. Another of the same device was used to complete the procedure. There were no patient complications and the patient was reported to be good.